Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized for the event. On an unreported date during hospitalization, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, and routes not reported). One week after being admitted, the patient was discharged from the hospital. At the time of this report, the unspecified antibiotic therapy was ongoing, the peritonitis was resolving, the patient was recovering from the event, and extraneal/physioneal pd therapies were ongoing. No additional information is available.